Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was at the grocery store with her mom when she started to see spots in her vision. At that time the cgm reading was 103 mg/dl, so the self-treated with a juice. Afterwards, she had a seizure and her mother called 911. The paramedics took a bg reading which was 40 mg/dl. They took her to the hospital, there they took another bg reading which was 67 mg/dl. The doctor removed her pump (insulit) to manually manage her insulin instead. On (B)(6) 2024, they treated the patient with 6 units of insulin after breakfast for diabetes management. At the time of the report the patient was stable. It is known how long the patient as in the hospital as there was no information provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9 device available for evaluation - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.